Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp) regarding a patient receiving intrathecal clonidine 200 ug/ml at 67.04 ug/day and morphine 20 mg/ml at 6.704 mg/day. The lot numbers were unknown. The indication for use was non-malignant pain. The hcp reported a refill issue on (B)(6) 2016. He aspirated back and was trying to refill with 40 ml. When trying to refill with the new drug, he was able to get 20 ml in fine but got stuck after another 5 cc of drug was attempted. He then got back 35 cc of drug but could not properly refill the pump reservoir. The hcp stated this occasionally occurred with refills but had no other details about it. Patient symptoms, the cause of the issue, diagnostics/troubleshooting performed, actions/interventions taken, and the outcome were unknown. Follow up was conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional's (hcp¿s) office. The progress notes provided by the hcp indicated that at the refill appointment on (B)(6) 2016, the pump was filled with 5 ml and it was aspirated back. The pump was then filled with 20 ml and the 20 ml was aspirated back with no discrepancy. The pump was successfully filed with 20 ml of medication from the first syringe and the refill with the second 20 ml syringe went well until 5cc and there was resistance to further filling. A total of 35 cc was aspirated in 2 syringes. The pump was refilled again and 20 ml was filled without any resistance. The usual resistance was felt and the second syringe was attached with a filter and it was filled without any additional resistance up to another 17 ml. After 17 ml, it could not be filled anymore; the total filling into the pump was 37 ml. The hcp noted that a call was made to the m anufacturer and the recommendation was to aspirate all the air out as there was a reservoir lock. The pump was to have negative pressure on the syringe at all times; all air needed to be pulled out. The patient was informed of the problems, the pump was reprogrammed, and the patient was discharged. The patient¿s medication was reviewed and refilled without an increase. The patient was informed that because of these problems, they would like to see in a month¿s time or earlier if there were any problems with the pump.